Event description:
Within minutes of initiating a dialysis treatment the patient became restless and coded. The blood from the extracorporeal circuit was returned to the patient and treatment ended. The patient was treated for an acute allergic reaction and successfully resuscitated within several minutes. Earlier in the day, the patient had a similar reaction within minutes of initiating the dialysis treatment. (Reference MDR MFR 8030638-2013-00010). The renal services nurse manger stated after the second treatment, it was the opinion of the physician that the patient had experienced an allergic reaction to the dialyzer during both treatments.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility.